Manufacturer narrative:
Based on the results of the investigation, it was found that the equipment failed due to flooding from the damaged part of the switch. However, a definite cause of the reported issues cannot be identified. A review of device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited image capture flooding, cable flooding and electrical contact corrosion. There was no patient involvement.